Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 20 ml ll tip conv pak leaked. It was reported by customer that thank you for the label. Since the initial report we have an additional lot that also has been affected. Lot 3333318. Leakage. Verbatim: complaint received via email(s) attached. Thank you for the label. Since the initial report we have an additional lot that also has been affected. Lot 3333318. Leakage.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos and 2 physical samples submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the samples. Analysis of the physical samples showed that no defects or imperfections were observed and the samples passed the leakage test. Analysis of the photos showed a droplet of yellowish solution is past the syringe rubber stopper. Bd determined that the cause of the failure was unknown. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.